Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc), low amplitude, decreased impedances and increased thresholds. The lead was checked by a boston scientific sales representative and it was noted the lead was dislodged. As a result the lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.